Event description:
Information received from our (B)(4) affiliate. On (B)(6) 2013, a pt who wore 1-day acuvue moist brand contact lenses reported experiencing a medical adverse event in the right eye (od) "last year". The pt reported that initially the lens "stuck" to the od. The pt felt like "there was something wrong" and presented to an eye care professional (ecp) for evaluation. On (B)(4) 2013, the clinic, where the pt was treated, was contacted. The office clerk confirmed that the pt was seen at the clinic four times; on (B)(6) 2012. There was no record of the pt returning to the clinic after on (B)(6) 2012. The pt was diagnosed with keratitis and a corneal infiltrate od and treated with vigamox and bestron eye drops on (B)(6) 2012 and flumetholon drops on (B)(6) 2012. On (B)(6) 2012, the treating ecp provided the following additional information: the pt was diagnosed with bacterial keratitis od. No cultures were performed. The visual acuity od was not affected. Four "keratitides" were noted at the superior part of the cornea od; the largest was about 0.7mm and the smallest about 0.3mm in size. A corneal opacity od was also noted. "The ecp presumed that it was unlikely to be cl-related." The ecp denied any "suspicion of acanthamoeba because the pt fully recovered with antiotic." The ecp also confirmed the same four treatment dates, the eye drops prescribed and that the pt fully recovered, on (B)(6) 2012, after a half month of treatment. The ecp stated that the flumetholon drops were prescribed due to the corneal opacity. No additional information is available at this time. The lot number of the product in question is unknown; the product in question is not available for return for evaluation. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Device labeling single use. Device not returned. No evaluation will be performed. Device discarded- unable to follow up. No conclusions can be drawn.